Manufacturer narrative:
E1: event city: (B)(6) event country: poland name: medtronic minimed country: united states of america address ¿ line 1: 18000 devonshire street city: northridge city: northridge state: california zip code: 91325 ¿ 1219 based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380

Event description:
In poland, on (B)(6) 2026, patient reported bent cannula event that led to hyperglycemia and treatment provided was insulin pens.